Event description:
The patient had reported in 04 that their one touch ultra meter kept displaying the apply sample symbol. The test strip would absorb the blood sample, but the meter would not count down. This issue was not resolved with troubleshooting. They were applying enough blood to the test strip and their testing technique was correct. They were asked to retest with a new test strip, but the issue persisted. They were feeling thirsty, fatigued, dizzy, and had stomach aches. They contacted a medical professional for advice, but was not given any treatment.